Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on august 4th reported there was no explanation of the implant being titled and feeling stimulation in the toes. The patient noted there was no actions or interventions taken to resolve the titled implant. The patient noted it had been good since changing programs. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's "medtronics" on one side was almost coming through the surface. Patient clarified that the implant was pushing was pushing against their skin. Patient stated that it usually lays flat like a quarter but now the whole thing was tilted. Patient reported that they think they felt stimulation in their toes. Patient mentioned that they went jet skiing. Patient was to follow up with the health care provider (hcp) to have the device interrogated. Patient further stated that they recently had programs changed because the implant was not really working really good. Patient said they were not sure what program they changed to but it was a little better, not 100%. Patient stated that they spoke to the hcp about this and the hcp sent an email to the manufacturer's representative (rep). Patient reported that they had an issue/ a big issue on the memorial weekend and it was embarrassing. Patient said that their hcp always wanted them to call the rep. No further patient complications were reported/ anticipated as a result of this event.